Event description:
The core impaction drill overheated during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.